Event description:
The lay user/patient in (B)(6) reported a blood glucose reading of 140 mg/dl obtained on the one touch veriopro meter and a reading of 100 mg/dl obtained on another manufacturer's meter within an unspecified time period. No information was provided about the test strips. The test strips were in good condition and within opened expiration dating. The patient did not report any symptoms or medical attention.

Manufacturer narrative:
.